Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating the blood pressure cuff is continuously inflated and never stops. Despite a new main cable and sleeve, the error persists. The device was in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and confirmed that the pump is pumping continuously. The pump was found to be leaking; the pump was replaced along with the tubing to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.